Manufacturer narrative:
The complainant reported that the dual lumen PICC line fractured during insertion on (B)(6) 2024. While flushing the catheter by hand, the user felt a "slight resistance" and then a "release". The catheter was removed and a break between the 11cm and 12cm markings was identified. The catheter was replaced with a new catheter. Avi requested that the catheter be returned for evaluation, but following three requests for the catheter's return, it was not returned and no additional information was provided. A review of lot history records did not identify any noncomformances with the lot. Based on the limited information provided, a root cause could not be determined.

Event description:
Customer reported a break in a dual lumen hydropicc.